Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. The reported event could be confirmed because patient scans were submitted during the review. The scans show the removal of the right temporomandibular joint implant. The tmj implant on the patient's right side was removed due to recurrent anterior dislocation, which was confirmed during planning to be entirely attributable to the patient's ehlers-danlos syndrome and not to the placement or function of the implant. The revision plan calls for a higher anterior fossa lip and a subcondylar suture hole to reduce future dislocations. The documentation shows the proper design of the implant, correct manufacturing records, and confirmation that the incident is not product-related but due to the patient's underlying condition. Based on the investigation, there are no indications of a malfunctioning product or problems related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
It was reported that the right side has been removed for recurrent anterior dislocation.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.